Event description:
It was reported that during a routine check by getinge service personnel, the cardiosave intra-aortic balloon pump (iabp) unit has system failure error. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6) ). It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had a system failure alarm. There was no patient involvement and no harm reported. A getinge field service engineer (fse) checked and suspecting that the problem was with executive processor board & drive regulators both vacuum and pressure side. He couldn't able to perform drive regulator calibration since the recommended pressure was not hold by the regulators. Fse replaced the executive processor board and system failure error is rectified and now power up test fails code #10 came. Tried calibrating the drive regulators but recommended pressure is not holding and couldn't able to perform drive regulator calibration. Need to replace drive regulators. Fse replaced front end pcb, drive regulators and compressor too. Still the power up test code #10 is present, while trying to calibrate the absolute transducers by 30 psi transducer calibration, couldn't able to feed the calibration values in the system. System was not capturing the values. Fse swapped the x2 & x3 and checked the performance of the transducers. Both the transducers were working satisfactorily. Still couldn't able to perform drive regulator calibration & 30 psi transducer calibration. He said need to reload the d.00 software and test the unit. Reloaded the d.00 software and checked the 30 psi regulator calibrations. But still the system remains same. Tried to do drive manifold test and found there is a leak in the system. Suspecting the drive manifold assembly. As per factory instruction, fse replaced the drive manifold and checked the unit still the problem not resolved. And then tried replacing complete pneumatic assembly and tested the unit. Even after the reported issue was not resolved. Suspecting that the problem might be with power management board and solenoid driver board. Fse replaced pcb, solenoid control,rohs and pcb,power management. Tried calibrating the absolute transducers and passed. Calibrated the absolute transducers and rectified the power up self test failed code #10. Now the unit is working satisfactorily. Updated the d.00 software and replaced all suspected spare. Tested the unit for 2 hours and found its working satisfactorily. Unit handed over to the customer with satisfactory working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has system failure error.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.